Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had dislodged after pocket closure. As a result, the patient underwent a revision procedure following initial procedure and this product was repositioned successfully. No additional adverse patient effects were reported.